Event description:
It was reported that a spectrum pump alarmed upstream occlusion during heparin therapy in the intensive care unit. The primary line (continu-flo set) head height was 16 inches. The volume to be infused was 155ml, "des 25,000units/250ml, rate 10-4ml/hr". Drips were observed with no issues. The head height was adjusted to 24 inches with the first alarm. The pump worked for ten minutes until the second alarm. The pump door was opened and flattened tubing was repositioned. Pump was restarted with no other issues noted. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received for evaluation. During functional testing, an upstream occlusion alarm occurred. A review of the event history log revealed 'upstream occlusion!' Messages. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. Evaluation inspected the device for upstream occlusion testing but did not observe any symptom or potential causes of the reported problem. The 'upstream occlusion!' Alarms in the log were likely a result of normal pump operation. Troubleshooting the device revealed no hardware/software abnormalities that would induce the reported allegation. No correction is required. Should additional relevant information become available, a supplemental report will be submitted.